Event description:
Patient spontaneously called in to report pump serial number (B)(4) was beeping/vibrating and showing a "system failure" on her screen, then the pump died. Patient was without medication for 2.5 hours, no reported symptoms during medication interruption. Patient is now using back up pump and seems to be doing ok. No other information is known. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Did we [MFR] replace device? Yes. Did the patient have a backup device they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. Reported by (B)(6) by: patient/caregiver.